Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's blood sugar was 39 mg/dl. The customer treated with food to treat and suspended the insulin pump. The customer stated she took insulin in the morning in addition to basal rate insulin delivery. The customer checked her blood glucose again after eating and it was at 90 mg/dl. She was a new insulin pump user. Nothing further was reported.